Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturers service technician confirmed the customer reported problem. The service technician replaced the power management pcb board to complete the repair. Applicable final testing was completed and passed to operating specifications. Factory analysis of the power management pcb board revealed failed components that may result in a loss of 12 volts. If the noted failure were to occur during normal ventilation operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator.